Manufacturer narrative:
E3: occupation: director of ccl. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band had air leakage causing bleeding from arteriotomy site after air titration of band. Terumo associate provided in-service of best practices with tr band 2. The procedure performed prior to the use of the tr band was a percutaneous coronary intervention (pci). The estimated blood loss was less than 250cc.